Event description:
Patient was revised due to pain. Update - 12/1/2011 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address evidence of abnormal metal-on-metal tissue response with metallic staining of the soft tissues and significant synovial fluid with metal staining; periacetabular component metallic corrosion; minimal evidence of corrosion at head/neck junction.

Manufacturer narrative:
Update - (B)(6) 2011 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address evidence of abnormal metal-on-metal tissue response with metallic staining of the soft tissues and significant synovial fluid with metal staining; periacetabular component metallic corrosion; minimal evidence of corrosion at head/neck junction. (Left side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.